Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, a break in the plug strap, brown particles in the device outer surface and one linear opening. A leak test was performed which identified: an opening. A microscopic analysis was performed which identified: one sharp opening and a sharp break in the plug strap. A fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified that the thickness was within specification. Based on the device analysis the final assessment is: one sharp opening assessed as an unidentified (tear) opening, and a sharp break in the plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.